Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed the distal shaft was found bent/kinked in two locations near the distal tip and thermal bond, and did not meet the template's tip accept zone while in the neutral position. During functional curve check, both the right and left steering curves did not meet the specification, as both the right and left steering curves were deformed; the right curve exhibited too much curve and the left curve steered out of plane. Verified catheter with out of plane template and was out of specification. The distal tubing was dissected and we found the electrical wires were twisted onto the distal assembly. The polyester heatshrink tubing was dissected and found that the center support and steering wires were bent near the distal tip and thermal bond. Inspection of the internal components confirmed that the device was built per manufacturing and product specifications - no anomalies were observed. Proximal/ handle: visual inspection verified normal. The manufacturing batch record review confirmed tha the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during an electrophysiology mapping diagnostic procedure atrial flutter was induced and removal difficulties occurred. The procedure was indicated due to a history of atrial tachycardia. A blazer (B)(4) was selected to map the right atrium (ra). When the catheter was placed on the rca, the physician noticed that the tip of the catheter was trapped in the tricuspid valve level. The physician attempted to move the catheter towards the superior vena cava (svc), towards the right ventricle (rv) in order to attempt to free the tip. While the loop of the catheter moved into the svc and rv, the tip of the catheter remained trapped on the valve. During handling of the catheter, atrial flutter was induced. After 40-45 minutes of maneuvers attempting to avoid injury to the patient, the physician used a non-bsc deflectable ablation catheter as a loop to hook the blazer (B)(4) and was able to remove the blazer (B)(4) from the patient. When the blazer (B)(4) catheter was removed, the patient converted back to sinus rhythm. The patient was examined via stethoscope and transthoracic echo with no injury noted. The procedure was aborted due to the patient's request. The patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an electrophysiology mapping diagnostic procedure atrial flutter was induced and removal difficulties occurred. The procedure was indicated due to a history of atrial tachycardia. A blazer dx-20/7f/sup lg/2-10-2mm was selected to map the right atrium (ra). When the catheter was placed on the rca, the physician noticed that the tip of the catheter was trapped in the tricuspid valve level. The physician attempted to move the catheter towards the superior vena cava (svc), towards the right ventricle (rv) in order to attempt to free the tip. While the loop of the catheter moved into the svc and rv, the tip of the catheter remained trapped on the valve. During handling of the catheter, atrial flutter was induced. After 40-45 minutes of maneuvers attempting to avoid injury to the patient, the physician used a non-bsc deflectable ablation catheter as a loop to hook the blazer dx-20/7f/sup lg/2-10-2mm and was able to remove the blazer dx-20/7f/sup lg/2-10-2mm from the patient. When the blazer dx-20/7f/sup lg/2-10-2mm catheter was removed, the patient converted back to sinus rhythm. The patient was examined via stethoscope and transthoracic echo with no injury noted. The procedure was aborted due to the patient's request. The patient was discharged.